Event description:
Valve reportedly explanted at implant due to possible rupture of pt's pulmonary artery and a problem with pt's tracheal tube. Surgeon went to repair to stop bleeding and decided to just replace valve as he could not determine what was causing the bleeding. Surgeon does not think that this is a valve problem, however, is sending it back to have us look at just in case.

Manufacturer narrative:
H6: device not returned.